Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, after deploy t1 of the fast-fix 360 the t2 deployed prematurely. The ts were successfully removed from the meniscus. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had not been adjusted. The anchors and suture had been deployed and were not returned. The needle was slightly bent, and the actuator tip was at its lowest position, indicating that the device had been fully actuated once. There was debris at the end of the needle. A functional evaluation concluded that the deployment slider could successfully advance the actuator tip. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, partial activation of the actuator, or pulling the needle back too far after deploying the first anchor.